Event description:
It was reported that a patient presented to clinic for an unrelated procedure. Device interrogation revealed no capture and no sensing on the atrial lead. Fluoroscopy was performed and revealed atrial lead dislodgement. During lead revision, the physician noted insulation breach on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and the insulation damage were not confirmed. Visual inspection found the outer insulation was damaged consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix found to be partially extended and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.